Event description:
It was reported that the device was explanted after an implant duration of 220 months. It is unk if the explant was attributed to the device. No other details were provided.

Manufacturer narrative:
Device not returned.